Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached cut. Additional findings included blood in/on helix mechanism and damaged at implant. Full lead returned and analyzed.

Event description:
It was reported at implant attempt of the lead that the physician felt he had cut the lead with the scalpel when cutting the suture sleeve. It was further reported the physician and manufacturer representative saw a small nick in lead. A new lead was implanted. No patient complications were reported as a result of this event.